Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device sent to (B)(6).

Event description:
It was reported, "patient presented with ongoing hip pain, surgeon performed a planned head revision. Surgeon noted when removing a lfit femoral head and sleeve (from a revision in 2011 for an infection) that there was a black plaque like substance around the femoral neck and inside the femoral head itself. Area was debrided and washed out, a ceramic v40 head was implanted. The explanted v40/c-taper adapter sleeve, c- taper lfit femoral head and the plaque substance was sent to royal perth biomedical department for investigation."